Event description:
The caller stated that the customer was traveling and was having problems with the insulin pump; it was not delivering insulin. The customer could not push insulin through. The customer's blood glucose was unknown. The caller was advised that the troubleshooting needs to be done with the customer. The call was disconnected with the caller and attempt was made to call the customer twice. The call went to voice mail both times. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.